Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk. It was reported that the pt had a short and moderately angled infrarenal aortic neck. It was reported that upon final angiogram there was a type 1 proximal endoleak. The physician elected to remove the stent graft system from the pt due to the aortic neck being very short and angulated. There are no further clinical sequelae and the pt is fine. A conventional graft was successfully sewn to the aorta. The stent grafts were discarded by the user facility.